Manufacturer narrative:
Country: (B)(6). Investigation is ongoing.

Event description:
As reported by our (B)(6) edwards affiliate, this was a 26mm sapien 3 case by left transfemoral approach in aortic position. During insertion into the left femoral artery, the 14 fr esheath was unable to be advanced passed the abdominal aorta. The esheath was exchanged by new one and case was done. There was no vessel injury. As per perceived root cause, the abdominal aorta was heavily calcified so it was no easy to straighten. A video provided of the device after removal shows an esheath distal tip split.

Manufacturer narrative:
The returned esheath along with imagery/video of the complaint event were returned to edwards lifesciences for evaluation. Review of the video revealed the patient had a heavily calcified/tortuous aortic vasculature and vessel calcification. A sheath distal tip split was observed and the sheath shaft was observed to contain bend/kinks after use. Visual inspection of the device revealed the sheath shaft was bent/kinked at two locations ¿ first bend/kinked was located at the transition to the strain relief and sheath shaft and the second bend/kink was approximately 3.75¿ distal to the strain relief, most likely exacerbated due to return packaging. Deep scratches were observed at the distal end of sheath shaft. Soft tip damage was observed along with partial expansion of the liner at the distal end. The remainder of the sheath shaft was unexpanded. A minor split was also observed at the hdpe. Due to the nature of the complaint no applicable dimensional or functional analysis was performed. The complaint was confirmed by visual inspection. During manufacturing the esheath underwent multiple 100% inspections. The esheath shaft component was 100% visually inspected using 3x magnification minimum and rejected for defects. Additionally, the esheath underwent 100% inspection during the final inspection of the finished device. Furthermore, the manufacturing lot underwent product verification (pv) testing under a sampling plan before final release. Samples were selected and tested for sheath kink resistance by inserting the sheath through a 6" bend in a test fixture. After removal, the sheaths were inspected for any kinks. All samples passed pv testing. During packaging of esheath set, introducer and esheath were inserted in proper tubing and packaging to prevent kinks or bend that may happen to the devices during distribution and handling. Inspection performed during manufacturing process, testing performed during product verification, and inspection performed during packaging process support that it is unlikely that a manufacturing non-conformance contributed to the reported event. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review was performed and revealed no other complaint relating to sheath shaft ¿ insertion difficulty ¿ in patient, sheath distal tip ¿ split, and/or sheath shaft ¿ kinked, bent. A review of the complaint history from june 2017 to may 2018 for edwards commander delivery system (for all models and sizes) revealed other returned complaints for sheath shaft ¿ insertion difficulty ¿ in patient, sheath distal tip ¿ split and sheath shaft ¿ kinked, bent. No manufacturing non-conformance that would have contributed to the reported events were identified. A review of complaint history data for may 2018 revealed that the complaint occurrence rate did not exceed the control limits for these trending categories. Therefore, no corrective or preventive action are required. The edwards esheath introducer set, instructions for use (IFU), the prepping manual, and training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint for sheath shaft ¿ insertion difficulty ¿ in patient, sheath distal tip ¿ split, and sheath shaft ¿ kinked, bent were confirmed. Returned imagery of the patient¿s vasculature shows that there was heavy calcification and tortuosity in the patient¿s abdominal section of the ascending aortic vessel. The heavy calcification and tortuosity would have made it difficult for the physician to straighten the aortic vessel, as was reported by the physician. The calcified, tortuous aortic vessel may have caused the sheath shaft to bend/kink as it was pushed through the calcified, tortuous vasculature. The observed minor distal tip damage was likely due to the interaction between the distal tip and calcification in patient anatomy during insertion. Heavy calcification was noted especially at the bifurcation area. Damage and partial expansion of the distal tip may also have been caused as the sheath shaft was forced forward into the calcified vasculature as the physician attempted to push the stuck sheath shaft forward and, subsequently, adding to the insertion difficulty of the sheath shaft. Additionally, per the instructions for use, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. As reported, the mld of the patient was 5.0 mm, a byproduct of the heavy calcification in the patient¿s vasculature, as well as severe tortuosity in the aortic vessel. Therefore, available information suggests that patient (calcified tortuous aortic vasculature) and/or procedural factors may have contributed to the reported event. However, a definite root cause is unable to be determined. No manufacturing or IFU/labeling inadequacies were identified. A review of manufacturing mitigations supported that the esheath has proper inspections in place to detect issues related to the complaints. Available information suggests that patient (calcification/tortuosity) and/or procedural factors likely contributed to the complaint events. Furthermore, a review of the complaint history revealed that the occurrence rate did not exceed the may 2018 control limit for the applicable trend category. Therefore, neither a pra nor corrective or preventative action was required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.